Event description:
Event description guidant received information that the patient with this ventricular lead was admitted to the hospital due to a syncopal episode. The pacemaker system was checked. Testing revealed an increase in ventricular thresholds from 0.7 volts to 2.5 volts. The r wave measurements have gone from 10.0mv to 2.0mv. The pacemaker's automatic capture was in retry mode at 5 volts. The doctor suspects the lead has dislodged.